Event description:
No additional event information available.

Manufacturer narrative:
D4-UDI#: (B)(4). The device history record for zimmer electric dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(6) prior to 2 may 2019, the device was noted to have not been previously repaired. On (B)(6) 2019, it was reported that there was a screw missing from a dermatome. A zimmer electric dermatome serial number (B)(6) was returned to post market surveillance for evaluation. Evaluation of the device on 13 august 2019 noted that there was a screw missing from the neck of the dermatome. Photographs were taken of the missing screw. The evaluation confirms the reported issue. At the time of the investigation, the device has been retained. While it was found that there was a screw missing from the neck of the dermatome, it cannot be determined from the information provided as to what caused the screw to be missing to start with. Therefore, a specific root cause of the reported event cannot be determined. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
During internal verification testing for the electric dermatome (tp1353), handpiece 207459 was noted to be missing a neck screw. The handpiece did not malfunction. The handpiece was replaced with a new sample in testing. No adverse events were reported as a result of this malfunction.